Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "when the iabp counterpulsation balloon was delivered along the sheath, the balloon partially opened, and the push catheter appeared to be fractured in the middle due to the patient's tortuous femoral artery, and the replacement of the new balloon allowed for a normal surgery". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "catheter appeared to be fractured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "when the iabp counterpulsation balloon was delivered along the sheath, the balloon partially opened, and the push catheter appeared to be fractured in the middle due to the patient's tortuous femoral artery, and the replacement of the new balloon allowed for a normal surgery". No patient injury or consequence reported. The patient's current condition is reported as "fine".